Manufacturer narrative:
Date of death, date of event, and implant date: estimated based on the month of october provided in the initial event description.

Event description:
It was reported via social media that a death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Three days post procedure the patient died.